Event description:
The customer's mother stated that the customer was hospitalized for diabetic ketoacidosis with a blood glucose reading of 546 mg/dl. The mother stated that the customer didn't change the infusion set for two weeks. Troubleshooting was performed and the insulin pump was programmed correctly. Several no delivery alarms were found in the alarm history. The insulin pump passed the prime, high pressure and self test. Advised the mother that the infusion set should be changed every two to three days. Advised the mother to call back if further assistance is needed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.